Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt electric shock around the pump, which was not constant. It was further reported that there had not been any falls or trauma to the area but the patient had lost (B)(6) pounds. Patient was offered a medical consultant and would call back if needed. Additional information has been requested, but was not available as of the date of this report.